Event description:
Additional information was received that the patient's vns was last checked in january and stated to be functioning normally. The physician's assessment of the patient's seizures, stroke and hospitalization was that it was unrelated to vns therapy,

Event description:
It was reported that the patient that he is currently in the hospital and they were told the battery was at 20% and needs to be changed. The patient was in the hospital due to uncontrolled seizures and stroke. No additional or relevant information has been received to date.

Manufacturer narrative:
Device return and evaluation is not needed as the events are not related to vns therapy.

Event description:
The patient underwent prophylactic replacement. Since it was previously reported that the patient's adverse events were unrelated to vns, product return is not needed and will add no value to the investigation.